Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that revision surgery was performed due to device loosening and positional changes, femoral neck thinning and osteolysis.